Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump and catheter were removed on (B)(6) 2019, due to a severe infection at the incision site. It was noted that the site was hot, red and leaking fluid (puss at the catheter and pocket site). The caller stated that there was no device malfunction and issue was related to the "negligence of the implanting physician". The issue was reported as resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 2000 ug/ml of lioresal at 149.7 ug/day via an implantable pump for intractable spasticity. It was reported the patient had experienced infection symptoms. The patient's most recent pump was implanted on (B)(6) 2019. Since (B)(6) 2019, the patient has had three surgeries. Each surgery required the patient to stay overnight. The dates of the surgeries were provided as (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. It was reported the physician drained the "protrusion in the stomach" on (B)(6) 2019 and then moved the pump to the right abdomen on (B)(6) 2019. The infection was located in the device pocket. The patient experienced swelling and drainage. It was reported before the pump was implanted on (B)(6) 2019, the doctor scraped all this tissue that surrounded the old pump that created a massive bruise from the patient's belly button to his back. It was reported this created a volleyball size protrusion of fluid in the patient's skin. Two weeks af ter implant in (B)(6) of 2019 they found the "volleyball size thing" so they had go back into surgery to drain the "protrusion." The pump was then moved two months later ((B)(6) 2019). The pump was moved and "looped around something with the catheter." The consumer thought the doctor was going to move the pump to the other side, but they just moved the pump four inches and it was currently at the patient's belly button. The patient's seat belt was right over the pump at this time and the incision was not healing. The patient went back to the hospital about two weeks earlier, relative to (B)(6) 2019 because when the bandages were off the implant the patient was leaking fluid and they had an infectious disease doctor come in give the patient antibiotics. An infection was confirmed. The consumer stated they would be seeing the doctor the next day, and the following week, too. No further complications were reported or anticipated.